Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was reusing the cartridge. Tandem technical support educated the customer that reusing the cartridge is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.